Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As part of the pms study process, olympus personnel conducted a review of the sampling technique of the technician who took the sample from the scope and there were no deviations found. The investigation of the reported event is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
As part of the post market study, the re-culturing test was performed and found sample was tested negative.

Manufacturer narrative:
The referenced scope was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time. However, olympus will continue to investigate and obtain more detailed information regarding the reported events. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for acinetobacter calcoaceticus after reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the physical evaluation of the device. As part of the post market study, the scope was returned for a physical evaluation. A visual inspection was performed on the received condition and was unable to identify any foreign substance/materials/debris/stain/discoloration inside the instrument and suction channels.. Additionally, there was no sign of foreign substance/materials/stain/discoloration found on the external areas of the insertion tube, light guide lens/glue, and objective lens/glue. In addition, the service group noted the bending section cover glues were cracked. There was no irregularities noted with the external, bending section cover, distal end cover and the elevator forcep raiser. The scope passed the leak test. The cause of the reported event cannot be determined at this time as the investigation is on-going.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause analysis report for the postmarket surveillance the referenced tjf study. There were no deviations observed during the oer-pro inspection. The environmental investigation noted sampling was not being performed in an isolated area and there was a sink with water supply near the sampling area. Although no reprocessing procedure review was able to be conducted, based on the investigations (microbiological analysis, device evaluation), insufficient/improper reprocessing procedures cannot be ruled out as a contributory factory of the reported event.